Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-50 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-50 alarm was identified during the visual inspection. The cause of the condition was determined to be an inoperative central processing unit board. A swap of the device was scheduled. Should relevant information become available, a supplemental report will be submitted.